Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage to keypad trace. Numbers do not ramp up on their own or scroll bar moving without no input.

Event description:
It was reported that the insulin pump had a frozen display. The battery was removed and a new battery was inserted, but the device did not power on. The customer's blood glucose was 6.7mmol/l. Troubleshooting was performed. It was stated that the numbers were ramping on their own, and the scroll bar was not moving. The caller stated that the insulin pump has frozen display. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.